Manufacturer narrative:
(B)(4). Concomitant product(s): a 118001, versa-dial/comp ti std taper, 582630; 113042, versa-dial 46x18x53 hum head, 301360; 113952, sm hybrid glenoid base 4mm, 116850; pt-113950, pt hybrid glen post regenerex, 242120; 110003484, access 3.2mm thd steinmann 9, 653240; 98b00901502, comp shrt st/rgx gld/rsdl hd; 98b00901702, comp shrt rsdl hd; 110003484, access 3.2mm thd steinmann 9, 653240. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02903, 0001825034 - 2018 - 02904.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were date of event- (B)(6) 2017. Implant date- (B)(6) 2016. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.